Manufacturer narrative:
The patient has developed an ulcer due to the friction against the backrest articulation the azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
The patient has developed an ulcer due to the friction against the backrest articulation. The azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).